Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the distal conductor was distorted, the distal conductor fractured due to overstress, the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead exhibited a rise in threshold. The physician attempted to reposition the lead, but the helix would not extend again, and the stylet would not advance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.